Event description:
Anterior locking mechanism would not allow insert to lock into tibial baseplate. Several attempts were made after checking for soft tissue interference. Still would not lock. Liner impactor broke on fifth attempt damaging articular surface. Opened second liner (cat. No. 6632-1-713 - lot # venra). Obvious visible difference of anterior lock mechanism. Second liner installed with no problem and case continued. There was no adverse consequence for the pt.